Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified one curved opening and flat creases. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of mar-2020 through feb-2022 related to date opened indicates that 10 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.